Event description:
Report received from (B)(6) stating that the device did not function. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was not confirmed. During svc, the device passed all functionality tests. However, device failures were identified but were not related to the reported event. If additional info becomes available, a supplemental report will be sent. (B)(4).